Event description:
Four endeavor sprint rx drug-eluting stents were implanted. One stent was implanted in the proximal rca (MFR report #2953200-2009-00126). Three stents were implanted in the distal rca, (MFR report # 2953200-2009-00127 - 00129) the latter two were overlapping. On same day as the index procedure, the patient experienced an acute mi (stemi). Location of infarction was inferior. It is unknown whether the target lesion was involved. Investigator describes event as: st elevation during index procedure resolved with gtn and reopro. Investigator has not assessed the relationship of the mi to the study stent. Investigator states that event was related to study procedure. Patient asymptomatic at 30 day follow-up.

Manufacturer narrative:
Eval - results (mi).